Event description:
It was reported that patient's right ventricular (rv) lead was capped and replaced due to high pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701, implantable pulse generator, (B)(4) 2006. A 4592, implantable pacing lead, (B)(6) 2006. (B)(4).